Event description:
It was reported that the patient presented in clinic after receiving inappropriate shock. It was determined that the shock was due to noise on the right ventricular (rv) lead. The defibrillatory impedance was low. Programming changes were made. The patient was pending a right ventricular (rv) lead revision. The patient was stable with no complaints.